Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side "hardness, pain, and rupture". Device has been explanted.

Event description:
Healthcare professional reported right side "hardness, pain, and rupture". Device has been explanted.

Manufacturer narrative:
Device evaluation: analysis noted broken shell, missing shell (25-50%) and underweight. A visual and microscopic analysis was performed which identified: striated opening, striated broken and crease fold. Base on the device analysis the final assessment is: a striated opening and broken assessed as a surgical damage consist in the use of some surgical tool. Missing shell due to inconclusive.